Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that towards the end of the last 5 years (prior to (B)(6) 2015), the stimulation received from the patient's 2nd implantable neurostimulator (ins) was not as effective as it had been. The patient also fell once in (B)(6) 2014 and once in (B)(6) 2014 causing the patient to break her neck /fracture in their c5 vertebrae which healed and destroyed their eye; surgical intervention was needed to repair the patient's eye. The patient reported the ins was not helping to the degree it was in the beginning and the leads needed to be extended and moved to a lower part of the abdomen which was fine. Additional information has been requested regarding the confirmation of the notify date/initial reporter, device identifiers, event date, relationship the falls have to the device, and interventions, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.